Event description:
It was reported by a plastic surgeon that the patient has sleep apnea. The relationship between the patient's apnea and vns is currently unknown. Attempts for additional information are underway.

Event description:
Additional information was received indicating that the patient had a medical history of sleep apnea prior to being implanted with vns, however it is unknown if vns has exacerbated the apnea. No other information was available.

Manufacturer narrative:
.